Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server and logged in as carefusion admin. The patient records on the enterprise server were reviewed, and both patients were found to be listed as temporary. The tss attempted to contact the customer and advised referral to the hospital admissions team to readmit the patients; however, the call was diverted to voicemail. An email was sent to notify the customer to coordinate with the admissions team. No response was received from the customer despite three follow up emails and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details was not crossing over. Customer informed on the discharged patient still showed in the station pending to create ephi. There were no adverse events or injuries reported based on this event.